Event description:
The service light comes on indicating an error code for low coin battery voltage. After the coin battery is replaced and the error code is cleared the service light remains on.manufacturer response for external defibrillator, lifepak 20:defective main system board. There is a consistent ongoing backorder delay for this board.